Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's nurse call alarm failed a test step. The device's interface board was replaced to address the issue. Additionally, the inlet air path assembly, removeable air path foam, preventative maintenance label, enclosure feet, lens adhesive seal label were replaced. The device passed all run-in tests.

Manufacturer narrative:
On previously submitted report a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's nurse call alarm failed a test step. The device's interface board was replaced to address the issue. Additionally, the inlet air path assembly, removeable air path foam, preventative maintenance label, enclosure feet, lens adhesive seal label were replaced. The device passed all run-in tests. Further information received that the device failed a test step related to act. Exh. Purge valve. The devices active exhalation control valve was replaced to address the issue. The device passed all testing.